Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a procedure performed for an esophageal closure of mucosal tear on (B)(6) 2021. During the procedure, eight clips were needed to close an esophageal perforation. However, one clip did not work properly. The clip was able to grasp and lock onto tissue, but did not release from the catheter to deploy. The device was removed from the patient, and it was observed that the catheter was kinked. Another attempt was made to deploy the clip, but it was unsuccessful as the handle spool would not fully release. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Note: a photo provided by the customer showing kinks along the catheter.